Event description:
Patient has ifosfamide 24hr infusion started in outpatient infusion at 12:23. Patient came up to the floor. At 1900 shift change settings check completed with outgoing registered nurse and all noted to be correct. At 22:46 patient's chemo bag noted to be empty. Pump reading correct infusion rate and according to pump bag should have had 455ml remaining. There was a patient involvement and no report of patient harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device other operator, adverse type, event attributed to, initial reporter addr 1, initial reporter occupation, other occupation. Additional information: age at time of event, age unit, date of birth, sex, describe event or problem, device available for eval?,returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that the device was set to deliver 806ml of a chemo drug in 24 hours and delivered the drug in under 12 hours. There was a patient involvement and no report of harm.